Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 200 mg/dl. Customer reported she was at the amusement park and she was sweating a lot, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened act button dome. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly.